Event description:
The following has been reported: "customer reported the device is reading the tubing cassette as not functioning properly. Says "air in line" but there is no air. This has happened on several occasions. It happens upon turning the pump on. No adverse events reported" reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.